Event description:
The affiliate reported a beckman coulter associate alleged a blood-like substance adhered to the exterior of the device packaging involving access ostase calibrators and access ostase qc. This is report number one of two. There was no report of injury or adverse effect associated with this event.

Manufacturer narrative:
There is no indication the device was returned for evaluation. This report is related to MDR 2122870-2012-00079.